Event description:
It was reported within a day after implant that the atrial lead had dislodged. A revision was performed to reposition the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.